Event description:
It was reported that the patient experienced recurring syncope and was admitted to the hospital. The right ventricular lead was dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.